Event description:
During a complex pci procedure, an attempt was made to use one 6f telescope guide extension catheter (gec) to treat a severely calcified prohibitive lesion with 99% stenosis located in the ostium of the right coronary artery (rca). It was stated that there was no significant tortuosity in the vessel. It was stated that the patient had a non-medtronic tavr valve implanted approximately 6 years prior. The physician suggested that this may have complicated rca coronary ostial access. The physician stated that the patient's fall in left ventricular ejection fraction (lvef) could have been due to the rca disease which supplied the medium sized posterior interventricular artery (pda) and posterior left (pl) branches. The patient was not on dapt at the time of the event. The telescope device was removed from packaging and prepped per IFU with no issues noted. The telescope device was inspected with no issues noted. Initially, the proximal rca lesion was crossed with a guide catheter, through a stent strut in the non-medtronic tavr valve, with a standard guidewire and 2.5 mm compliant balloon. The balloon inflated but incompletely and the balloon was removed. A series of non-compliant balloons were attempted to cross the lesion unsuccessfully. A telescope gec was then advanced through the tavi stent strut and into the calcification of the proximal rca. Using balloons, the telescope was advanced into the proximal rca at the level of the calcium. An injection was then taken, which was functionally through the telescope, and resulted in the guide catheter being displaced into the aorta. The catheter was re-engaged and there were additional torsional maneuvers clockwise and counter-clockwise with the telescope gec in order to try to advance or remove the device. Once there was resistance after the torsion, through the tavi stent strut, with and without the guide catheter in the origin of the rca, additional stents were attempted to be advanced but were unsuccessful. With additional force to remove the telescope, the tip dislodged and advanced into the rca. Several unsuccessful attempts were made to retrieve the tip. Coronary guidewires were used to try entangle the tip without success. The detached portion was not removed from the patient. It was stated that although there was no evidence of thrombus in the vessel, the physician was concerned about the potential for later thrombosis and consulted the cv surgeon for a prophylactic single vessel CABG. As the patient was stable and non-ischemic, the cv surgeon planned to perform a single vessel, off-pump CABG at reasonable low risk, and this was initiated. However, at the time the patient was induced in the operating room, the blood pressure dramatically dropped and an unrecognized non-medtronic wire perforation of the right posterolateral artery (rpl) branch was seen. The patient developed cardiac tamponade due to a hemorrhagic pericardial effusion and hemodynamic collapse. The patient was placed on pump and the pericardium was drained as a single svg was placed to the pda. After the CABG procedure, the patient was maintained on multiple pressors with an intra-aortic balloon pump in place and had a subsequent cardiac arrest in the ensuing 24-48 hours. The patient's family elected to de-escalate care and transition to comfort measures after the repeated cardiac arrest. It was subsequently reported that the patient passed away in the ICU. It was stated that although the telescope gec was the reason to perform the CABG, the procedure was complicated by an unrecognized wire perforation of the pl branch, which led to cardiac tamponade and the patient's failure to recover from the procedure.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. The device returned with a detachment at the tip of the telescope gec. The detached portion of the device was not returned for analysis. The material at the detachment site appeared stretched and the coil appears to have been stretched also. Slight deformation was evident to the distal on-ramp, proximal to the entry port. No deformation was evident to the proximal on-ramp. The inner lumen could not be verified due to the presence of dried hardened blood in the lumen of the telescope gec. A 0.0540¿ lumen patency could not be passed through the distal portion of the device. No other deformation was evident to the remainder of the device. Still images were also provided for evaluation. The images show the distal portion of the device, and the tip of device appears detached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient date of birth provided and age updated (a2) medwatch mw5108988 has also been submitted for this case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.